Manufacturer narrative:
No report of procedure delay or cancellation. The surgical table is approximately 23 years old and is not under steris service agreement for maintenance activities. The facility's biomed department is responsible for all maintenance activities. The 3080sp operator manual states (pg. 6-1), "warning - personal injury and/or equipment damage hazard: safe and reliable operation of this equipment requires regularly scheduled preventive maintenance, in addition to the regular routine maintenance. Contact steris to schedule." A steris service technician arrived onsite to inspect the surgical table. The technician tested the table's function and articulations and was unable to duplicate the reported event. Based on the description of the reported event by the user facility it appears a downward drift occurred. If the table does experience a drift the correct method is to re-energize the hydraulic system by turning on the hand control and repeating the desired movement/articulation. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the 3080sp surgical table lowered in height without being commanded to do so. User facility personnel utilized the table's auxiliary override controls and placed the table into the desired position. The procedure was completed successfully, and no injuries were reported.